Manufacturer narrative:
Device evaluation: the pump was received for investigation with crack on lower right corners of top case and cracked on right plunger case. Check clutch plunger level was found in the event history log and during the occlusion test. The cause was the washer between the carriage and position tab was too loose due to incorrect assembly by customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and had no indication of a service issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test a "check-clutch, plunger lever alert" occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.